Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had been hospitalized in the ICU and weren¿t sure if it was because of diabetic ketoacidosis. He said that his pump wasn¿t delivering. He said that he was smelling insulin. The customer said that about 2 months prior and before meals, he saw the bolus deliver but that it would not deliver the full bolus. He said that his ketones were above 80 and that his doctor told him not to use the pump. The customer was hospitalized on (B)(6) 2017 and he did not know his blood glucose at the time of the event. Leading up to the event, he had symptoms of vomiting and nausea and was hospitalized due to vomiting and high blood glucose. The customer was wearing the pump when he was hospitalized. He declined high blood glucose troubleshooting. The pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed delivery accuracy test. Unit received with minor scratches on lcd window. No traces of moisture noted at electronic assemblies or motor assemblies per visual inspection. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.